Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on the password screen. The customer stated the station contained some medications needed for patients, which were not available in any other es station at her facility. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on the password screen. The customer stated the station contained some medications needed for patients, which were not available in any other es station at her facility. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at password enter screen. A field service engineer (fse) had reimaged the hard drive and completed a full data synchronization. The fse then installed remote smart service (rss) version 4.12, remoted in, and verified system functionality. The customer also tested the system and confirmed that everything was working correctly. The system functioned as intended after the field service engineer troubleshot the device.